Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, after deployment of the stent and removal of the catheter, a yellow piece of material that appeared to be part of the distal end of the catheter was endoscopically seen inside the patient. The yellow piece was removed from the patient with a rat tooth forceps. No friction or resistance was reported. The procedure was completed with this wallflex biliary rx uncovered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Visual examination found the device was returned in two sections resulting from a break of the inner shaft at 251 mm proximal to the distal tip (skived area). The distal handle had been fully retracted and the stent was not returned. A 0.25 inch guidewire was returned inserted through the device. A visual examination of the detached section of the inner shaft found a series of kinks along its length. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. It must be noted however, that the dfu states the device is intended to be used with a 0.035 in stiff-bodied guidewire. However, a 0.25 inch guidewire was returned inserted through the device. This is a potential contributing factor to the complaint incident.